Manufacturer narrative:
The user facility reported that during the procedure, user facility personnel moved the light which contacted a pendant and caused the reported debris to fall. During the time of the reported event, debris in the pivot which is located between the cardanic and the top arm of the lighting system fell into the sterile field as the shaft and bearings were worn. The procedure was delayed as the sterile field was re-established. The harmony vled operator manual states (pp. 1-4), "do not bump lightheads into walls or other equipment." The harmony vled light was removed from service following the reported event and patient procedures were cancelled due to the removal of the light. The user facility lights are serviced and maintained by steris' dealer in australia. The service technician cleaned the debris located in the joint and reassembled the unit. The unit was manufactured in 2010 and the unit has been in use for approximately 6 years.

Event description:
The user facility reported debris fell from the harmony vled light head arm into the sterile field during a patient procedure. No report of injury, it was confirmed the debris did not contact the patient or any user facility employees.

Manufacturer narrative:
The harmony vled light head arm was replaced at the customer's location. Due to the age of the light head arm, subject of the reported event, the light head was removed from service and will not be returned to (B)(4) for further evaluation.